Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had rf pic failed self test. The customer¿s blood glucose was 6.5 mmol/l at the time of incident. Customer reports they were able to clear the alarm. Customer reports insulin pump did not require rewind. Customer not able to complete rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. No unexpected a64 alarm noted during testing. Device communicated properly with glucose sensor simulator and displays the value properly on display graph. The sensor feature working properly. No bad sensor or lost sensor alarms noted. (B)(4).